Manufacturer narrative:
The reason for the reported revision due to dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
Concomitant device(s): 300-01-09, equinoxe, humeral stem primary, press fit 9mm; 300-10-45, equinoxe replicator plate 4.5mm o/s; 310-02-38, equinoxe, humeral head tall, 38mm (alpha); 314-02-02, equinoxe glenoid, pegged alpha, small.

Event description:
Approximately 3 month(s) and 29 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced increased pain and loss of range of motion. Patient re-injured her shoulder when she broke up a fight between two students, where she works. This resulted in creased pain and loss of motion. X-rays show humeral head in a relative anterior position with respect to the glenoid, according to dr. (B)(6). The patient underwent a standard total revision, in which the replicator plate, standard humeral stem, torque screw, glenoid and humeral head were removed. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.